Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I have been pain for sometimes"), infection ("infection"), septic shock ("I went into septic shock"), depression ("depression"), mood altered ("hormones at first afterwards made me moody") and pelvic pain ("my pain was so bad before hysterectomy"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6)2014. At the time of the report, the medical device removal, procedural pain, infection and septic shock outcome was unknown and the mood altered had resolved. The reporter considered depression, infection, medical device removal, mood altered, pelvic pain, procedural pain and septic shock to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter was added, event sepsis and septic shock was added on 23-mar-2020: social media received: new events depression, moody and pelvic pain female was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I have been pain for sometimes"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: f\u 2&3 proceed together social media received: case become incident, previously reported event injury was deleted, newly added newts- medical device removal, post procedural pain, reporter was added. On 2-dec-2019: social media received: reporter was added, no new clinically significant information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.